Manufacturer narrative:
Return sample was requested, but has not yet been evaluated. Therefore, this report is based on customer provided information only. Evaluation of the customer-returned sample is pending. An image was provide by the customer and review, however it is difficult to confirm or understand the defect based on the image alone. The DHR for this lot (66444801, manufactured 1/30/2025) was reviewed and identified no nonconformances or other anomalies noted that could have contributed to the reported failure. All evaluated samples passed inspection prior to release for distribution. Historical complaint data review identified no other complaints documented for this sku in the last 3 years, and only one other complaint for this product family for an unrelated issue. This product family has a very low complaint rate of (B)(4) based on sales volume during this time. Currently, this appears to be an isolated incident. Return product samples will be evaluated to attempt to confirm the defect and determine root cause and potential corrective actions. Manufacturer reference file: (B)(4).

Event description:
Customer reported item# cfi-655 comes apart during draping or when repositioning the c-armor.